Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the case of the insulin pump was broken at the reservoir compartment, there were cracks around the display window, and a worn display with scratches. The customer's blood glucose was not known. Nothing further reported.